Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-09749. It was reported that the patient had an infection at the lead site. In turn, the entire system was explanted on an unknown date. Patient was put on antibiotics, and the infection has since resolved.